Event description:
Nova glucometer mifus do not provide guidance on the appropriate method to clean blood inside the test strip port. I have reached out to nova and they have stated "we do not have an effective method to clean and disinfect the inside of a meter's strip port should it become contaminated with blood. If this happens, the meter will need to be taken out of service." Taking every meter with blood inside the port out of service would severely compromise our ability to care for patients. Nova has offered no additional guidance or support with replacement meters. Additionally, the mifus require a 2-step cleaning process with brand name chlorox bleach wipes. The total cleaning time is 8 minutes. Cleaning a poc device for 8 minutes between every patient test is not a reasonable requirement and again, significantly impacts the ability to meet patient care needs. The kill claims needed for this device could be met with a one-step cleaning process using a cleaning product with a 2¿3-minute wet time but nova refuses to offer any additional support in this area.